Event description:
It was reported that the pt presented at hospital with intrinsic rate of 37 bpm and pt reporting syncope. Telemetry couldn't be established. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis confirmed the reported no output and no telemetry conditions. Further analysis revealed the reported conditions were due to an abnormal output signal from a crystal component. It was reported that the pt presented at hospital with intrinsic rate of 37 bpm and pt reporting syncope. Telemetry couldn't be established. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure. Device was out of specification in a manner that relates to event interrogate, difficult to output, none.